Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet failed inspection as the gear was stuck. The gear was preventing the ratchet from performing the up/down motion. The ratchet was lubed, and the ratchet gear was replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: canada.

Event description:
It was reported that before surgery, the device had a faulty rank, it was difficult to turn. It was stuck on the mesher and unable to be removed from the device. During product evaluation, it was found that the ratchet failed inspection as the gear was stuck. The gear was preventing the ratchet from performing the up/down motion. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available.